Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the infusion set had a bent cannula. Blood glucose level at the time of incident was 499 mg/dl and was treated with syringe. Troubleshooting occurred and resolved issue. Infusion set will be returned for analysis.